Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a moderately calcified, de novo lesion in the non-tortuous distal posterior tibial artery, a 2x120x150 fox sv balloon dilatation catheter (bdc) was advanced to the lesion without difficulty. When attempting to inflate the fox sv, the balloon failed to inflate. The fox sv was withdrawn without difficulty; a leak was then observed in the balloon. There were no adverse patient effects and no occurrence of a clinically significant delay. The procedure was successfully completed using another unspecified balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue and leak were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).